Event description:
Mic-key was placed into the stomach. Seven (7) days later, the nursing staff heard an air escaping sound and noted that the patient's g-tube was falling out. It was noted that there was no tension on the tubing. Once the tube was removed it was discovered that the balloon on the mic-key has ruptured. The mic-key was replaced with a new device without issue. The patient was not harmed.